Event description:
During product evaluation, an out of specification air in line printed circuit board (ail pcb) was observed. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 18, 2007. The facility reported failure code 810, which was confirmed as 810:04 and 810:11. This occurred during biomed testing. Evaluation summary: during product evaluation, an out of specification air in line printed circuit board (ail pcb) was confirmed. The reported condition of failure code 810:04 and 810:11 confirms the out of specification ail pcb. These failure codes manifested as a result of the ail pcb being out of specification. The ail pcb was recalibrated and the device was tested.